Event description:
It was reported that an alarm occurred for a critical motor stall and it was unknown if the stall recovered. The pump was planned to be explanted ¿next friday.¿ the pump remained implanted but out-of-service. Diagnostic testing included checking the logs. The issue was not resolved and the cause was undetermined. No patient symptoms were associated with this event. At the time of the report the patient's status was reported as alive-no injury. The implant date was reported as approximate. This device system delivered morphine. Additional information was requested to clarify resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the pump revealed the pump motor coil shorted to the case. Analysis of the returned catheter revealed the sc connector of the catheter had coring-tears-cuts in the seal that met leak criteria. (B)(4).

Manufacturer narrative:
(B)(4).